Manufacturer narrative:
The technician found that the lockout board had fluid ingress on it and the back of the board was discolored. He replaced the lockout board and the bed functioned properly.

Event description:
Information received indicates the bed functions were not working.